Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that within the month prior to the report, the patient's therapy had stopped and a power on reset (por) code of 0x200 was seen on the physician programmer. The rep had cleared the por and turned the patient's therapy on. It was noted the patient's therapy was working fine on the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They reported it was the patient's spouse that had informed them the patient's therapy had stopped. The patient had not experienced any symptoms associated with the por code that was seen on the reps programmer on (B)(6) 2017. No further complications were reported.